Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe failed to cut during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
One probe sample was returned for evaluation. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. The product sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 20 to 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. Wear marks were present at the bend area, cutting edge, and down the front section of the inner cutter. The actuation test was retested after the disassembly and was deemed to be conforming. The complaint evaluation does confirm the probe cut performance was nonconforming. The exact reason for the poor cutting cannot be determined from this evaluation. The most likely root cause of the poor cutting appears to be from the probe being used for approximately 20 to 30 minutes of surgical use. The vitrectomy portion of the procedure is typically less than 20 minutes. This usage appears to have worn and damaged the inner cutter such that the cutter quality has deteriorated. The wear marks at the inner cutter bend area and its cutting edge observed during the disassembly supports the cutting performance deterioration. The manufacturer internal reference number is: (B)(4).